Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first installed by the customer on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2016. The device records manual power ups of under 1 minutes duration between (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The manual power ups may indicate the user was regularly power cycling the device or the device was switching on automatically and the user was intervening by turning the device off via the on/off button. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.